Event description:
It was reported that the patient presented to the hospitals ep lab complaining of pain and discomfort. An x-ray was performed, which confirmed that this right ventricular (rv) lead had dislodged. Subsequently, this lead was explanted and replaced. No additional adverse patient effects were reported. This lead has been received, and the investigation is currently in progress.

Event description:
It was reported that the patient presented to the hospitals ep lab complaining of pain and discomfort. An x-ray was performed, which confirmed that this right ventricular (rv) lead had dislodged. Subsequently, this lead was explanted and replaced. No additional adverse patient effects were reported. This lead was received for analysis.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood/body fluid around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations of dislodgment. Laboratory analysis found no evidence of device anomalies, or damage outside the bounds of normal medical use.